Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 8/22/2020 and section h4 manufacture date has been updated with 8/23/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
The device was inspected and reddish material was observed inside the pebax. During the second visual inspection, a hole was observed on the pebax. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in pebax. Initially, error 106 displayed in the carto system and the force could not be zeroed. The cable was replaced, but the issue did not resolve. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force sensor error 106 has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on (B)(6) 2020, the bwi pal found reddish material and a hole in the catheter. The observed hole in the pebax has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/18/2020.